Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2012 and suture was used. While placing the suture in the trocar under the umbilicus, the needle broke. X-rays were taken and additional tissue was dissected to remove the needle fragments from the patient.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.